Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as pt made mistake/touch contamination. On the same day, the pt was hospitalized for peritonitis and was treated with vancomycin ip (2000mg, weekly, for two weeks) for peritonitis. The treatment was ongoing. Three days after admission to the hospital, the pt was discharged. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.